Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient (age & gender unknown), the device failed to discharge the selected energy a few times. The crew was able to deliver 2 charges and then started to charge the third time, charged slowly and then dumped the charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty battery. Review of the data file showed that "defib state: charge timeout fail" was detected. That is, battery did not produce enough energy to charge capacitor. The returned battery was measured to be or near 60% of its original capacity, however, failed battery 4x4 testing at zoll. The battery is greater than 6 years of age and has been scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.